Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right implant with very tiny metallic fragment near the proximal tube of the uncertain significance') in an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: left essure implant well positioned with occluded fallopian tube. Intraperitoneal and superior uterine positioning of the right implant with very tiny metallic fragment near the proximal tube of the uncertain significance. Faint contrast within the proximal right tube but the distal tube is not visualized and there is no spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right implant with very tiny metallic fragment near the proximal tube of the uncertain significance') in an adult female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: left essure implant well positioned with occluded fallopian tube. Intraperitoneal and superior uterine positioning of the right implant with very tiny metallic fragment near the proximal tube of the uncertain significance. Faint contrast within the proximal right tube but the distal tube is not visualized and there is no spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.